Manufacturer narrative:
The device was not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
During a routine follow-up, it was reported to nevro that a patient had acquired an infection. The patient was treated with antibiotics. The patient's pocket site was lanced and drained, and the nevro system was explanted. There have been no further reports of complications.